Event description:
The reporter stated a capsule tear occurred prior to implanting a 21.0 diopter cq2015a collamer aspheric three piece lens. The reporter stated it was unk what caused the capsule tear, but this facility does use the manufacturer's phacoemulsification equipment. The reporter stated, the phacoemulsification equipment did not malfunction and were used in surgeries after this event.

Manufacturer narrative:
Evaluation results - a wave console serial number search was performed and two similar complaints were found within the search. Conclusions - (no conclusion can be drawn): based on the complaint history and the serial number search, a specific root cause of the event could not be determined.